Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the lvad system produced red heart pump stop alarms in the middle of the night. The patient reported that pump stoppages occurred when the lvad system was supported by both battery power and the power module with the patient cable. The patient presented to the implanting center and was admitted at 2:30 am. The lvad system was placed on battery support and the alarms did not recur. The patient was admitted for further evaluation. A review of the system controller log file by the manufacturer's technical services representative revealed pump stops and low speed advisories/hazards occurred both while the lvad was supported by batteries and the power module. On 6/18/2016, technical services arrived onsite for an external percutaneous lead (lead) repair. A continuity test indicated the lead contained a broken wire. A lead repair was attempted but after transferring the replacement lead to the system controller, the lvad would not re-start and the procedure was stopped. The old lead was re-connected to the system controller, but pump stop events continued to occur. It was suspected that the cause of the pump stoppages was a damaged wire within the internal portion of the lead. On (B)(6) 2016, the patient underwent an emergent pump exchange.

Manufacturer narrative:
Device evaluation: the report of pump stoppages while the patient was supported by the power module was confirmed through the evaluation of the submitted log file. Although the phase interrupter test conducted on (B)(6) 2016 during the external percutaneous lead evaluation/repair indicated a broken red wire, only 2 inches of the percutaneous lead was returned for analysis and no device-related issues were identified during the evaluation of the returned pump. The pump was returned assembled with the percutaneous lead (lead) severed approximately 2 inches from the pump housing. The distal portion of the lead, the inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from each lead segment in order to evaluate the underlying wires. Visual examination of the lead did not reveal any breaches to the insulation of the wires. The lead was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received from the vad coordinator stated that the patient was asymptomatic when the pump stoppages occurred at home. However, when the pump stopped at time of external percutaneous lead repair, the patient became very symptomatic with signs of shock. The patient had emergent pump exchange and reportedly was doing great at home post pump-exchange with no issues.